Event description:
Customer reported a button error alarm. The customer's blood glucose was 362 mg/dl. He had treated his blood glucose with a manual injection. The customer could not recall any significant events leading to the alarm. He stated he had tried to unsuspend his insulin pump when the alarm occurred. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump had minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and a stained end cap sticker.